Manufacturer narrative:
It has been confirmed that the device will not be returned for eval.

Event description:
During an rf procedure, the device did not work properly. Troubleshooting was performed, but the procedure was ended prematurely. Medical intervention was not required and no adverse consequence was reported as a result.